Event description:
A 24-year-old male with a pre-support clinical state consistent with scai shock stage e was supported with an impella cp via percutaneous right femoral arterial access. During the course of support, a device-related issue was reported in which the impella connect system did not function, with both leds blinking continuously. The patient remained on support until the device was explanted. The patient expired following withdrawal of care. The death is conservatively being reported to the impella cp but is clearly unrelated and is attributed to patients underlying critical condition of brain death, decision to withdraw care, they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.